Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus liberte (mr) stent delivery system (sds). Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The sds with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was stent damage. The proximal end of the stent had struts bunched up and extending back up to 180 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. When the 2.25x16mm taxus liberte atom stent was removed from the package it was noticed that the stent was flared. The device did not enter the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. When the 2.25x16mm taxus liberte atom stent was removed from the package it was noticed that the stent was flared. The device did not enter the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient is stable.

Manufacturer narrative:
(B)(4)